Event description:
Additional information received reported that the patient had not felt their stimulation from their implantable neurostimulator (ins) for the past 3 months. In addition, the patient had not charged their ins for the same time frame. The ins was suspected to be in an overdischarge condition due to the patient not recharging the device. The patient was instructed to use the antenna locator feature of the recharger (reading of 36 reported) twice but was still unable to charge their device. It was noted that the patient had multiple ins systems and the overdischarge condition was present on all of them. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was a loss of therapeutic effect and a power on reset (por). It was noted that the patient's symptoms returned. The patient reportedly was uncertain about the last time the device was charged, and was getting a "reposition antenna" screen. It was indicated that the patient tried repositioning the antenna but still got the "reposition antenna" screen. The patient reported a "#58 then all 8 coupling bars and implantable neurostimulator (ins) charging." Additional information was requested and if received, a supplemental report will be sent. Refer to manufacturing reports # 3004209178-2012-09957 and # 3004209178-2012-09958.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).